Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2010, the patient was initially implanted with a bifurcated stent, two infrarenal extensions and two limb extension. On (B)(6) 2017, a type 3b endoleak with sac growth was discovered during a routine follow up. No further information is available at this time. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of aneurysm enlargement. Clinical was unable to find substantial evidence to support the following reported event of type 3 b endoleak. Clinical was able to find substantial evidence to support the following additional findings; on (B)(6) 2012 (at 19 months post implant) a secondary endovascular procedure were a sr cuff was placed due to migration of ir cuff and on (B)(6) 2017 (at 86 months post implant) a sr cuff migration and sr stent dilation 21% were noted. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity could not be determined. However, multiple stent graft layers and a severe infrarenal aortic angulation likely contributed to the event. The most likely cause of the migrations of the proximal extensions was related to aortic remodeling and a severe (94 degree) infrarenal aortic angulation. The final patient disposition was unknown, no additional patient sequelae reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).